Event description:
It was reported that the patient presented to the emergency room with bradycardia. Upon device interrogation, the right ventricular lead exhibited high pacing impedance, high thresholds and loss of capture. The lead was capped and replaced on 30 dec 2022. The patient condition was stable.